Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2158-50 serial/lot #: (B)(4) description: linear lead with enhanced stylet, 50cm.

Event description:
A report was received that after a surgery the patient was experiencing discomfort and soreness in the back area. The physician re-opened the wound site and noticed that the safety loop at the lead was undone causing it to become superficial. The physician pushed the lead back into place and closed the wound. The patient is reportedly doing well following the surgery.